Manufacturer narrative:
The caller was unable to provide a meter serial number so it was not possible to determine a manufacture date.

Event description:
A hospital pharmacist in (B)(6) contacted bayer regarding 2 pts whose glucose was tested using contour ts meter(s). Contour ts readings were between 100-108 mg/dl for both pts, but they were exhibiting symptoms of hypoglycemia. Both pts were already hospitalized at the time of the events. They were both treated with IV glucose. After treatment, lab tests were performed to check the pts' blood glucose and the results were around 40 mg/dl. The pharmacist was unable to provide any additional information about the event or the product(s). It's not known if any product will be returned at this time.